Manufacturer narrative:
The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used, an interventional angiogram was performed on a patient. Access to the right common femoral artery was achieved under ultrasound guidance, and an angiogram confirmed proper sheath placement at the case's conclusion. A 6fr angio-seal vip device was deployed in the right common femoral artery. The insertion of the device encountered difficulties, as noted by the physician and staff. Following the device's deployment, the patient experienced pain in the right leg, which also appeared dusky, observed by the ir technician and nurse involved in the procedure. The interventional radiologist ordered a follow-up ultrasound, revealing reduced blood flow in the leg. Consequently, a vascular surgeon was called, and the patient underwent surgery. During the operation, the angio-seal device was removed, and blood flow to the right leg was successfully restored. The pathology report indicated that the angio-seal's footplate had captured soft plaque and intima from the arterial wall. The event occurred post-operative. Procedure type being performed was a bilateral angiogram with angioplasty of the left distal leg. Prior intervened left leg distally due to diminished flow. Completed with antegrade access in left leg. Access closed with mynx on the left common femoral artery. The event results did result in patient injury and medical/surgical intervention was needed. Patient had diminished flow in right leg, patient was taken to surgery for right common femoral embolectomy. Patient was described as in good condition following the surgery. No blood loss was reported. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of it could not be conducted. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the device in a diseased access site resulting in collagen deposition into the artery. The device history record (DHR was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).